Event description:
Philips received a complaint on the device efficia dfm100 indicating that therapy port is broken. Additional information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The fse evaluated the device. It was found that the therapy receptacle was broken and needs replacement. The customer refused to repair the device. No further action is required at this time. Based on the information available and the testing conducted, the cause of the reported problem was the therapy receptacle. The problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered into this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device needs a therapy receptacle. The customer refused to authorize repairs. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.